Event description:
Medtronic received information that during use of a cardioblate lp standalone, it was reported that the patient was to undergo mitral valve replacement, tricuspid valve shaping and maze IV surgery. When using the device it dripped normally during pre-ablation and was used normally in the early stage. When the ablation was carried out to one-third, it was found that the jaws would not discharge water and normal saline dripped very slowly. At this time, eschar appeared on the jaws. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage observed to the device.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of burnt blood on the jaws, heavier on the upper jaw. The eprom data has a valid date of wednesday, june 26, 2024, 3:29:38 am. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was saline flow observed from the bottom jaw when attached to 300 mm/hg pressure cuff. The device was taken apart and when the upper jaw flow restrictor was being removed it was lost. Reason for return was confirmed for no saline flow from the upper jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.